Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-00637 and 2134265-2014-00632. It was reported that automatic pullback failure occurred. The ilab motor drive unit was used in conjunction with the coronary imaging catheter to visualize the lesion. When the motor drive unit was connected to a sled, automatic pullback failure occured. It was noted that the connection part of the motor drive unit got damaged. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received with a missing pullback gear on the assy clutch. Functional testing was not performed because the complaint was verified by visual inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
Same case as: 2134265-2014-00637 and 2134265-2014-00632. It was reported that automatic pullback failure occurred. The ilab motor drive unit was used in conjunction with the coronary imaging catheter to visualize the lesion. When the motor drive unit was connected to a sled, automatic pullback failure occured. It was noted that the connection part of the motor drive unit got damaged. No patient complications were reported.